Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with approximately 300 units of insulin, and remained static at 170 units. Prior to calling tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 170 mg/dl.